Manufacturer narrative:
(B)(4). The suspect part has not been returned.

Event description:
A medtronic representative reported that, while in a procedure, the tip of the screwdriver was slightly bent and this resulted in the screw not pivoting in the axis of the screwdriver. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier and weight per (B)(4) privacy laws. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. A medtronic representative following-up, reported that the tip of the screwdriver is just slightly bent, the instrument can still be registered. No parts have been returned to manufacturer for evaluation.